Event description:
It was reported that bd¿ venflon IV cannula catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: customer using venflon since five years, they are not comfortable with recently supplied venflon I. At the time of insertion feeling difficulty with venflon I as there is tip damage / peel back happening, as per senior nurse experience.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿tip damage / peel back¿ with lot number 8306580 regarding item # 391593 the complaint could not be confirmed, and the root cause is undetermined. When we investigated the batch number 8306580 for material number 391593 and the DHR showed no reported qn during its production to release of the batch. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the current running production lots. The test results showed that all these characteristics confirmed to the product drawing specifications and therefore no root cause could be determined. However, the team will continue to monitor and analyze these characteristics, which can potentially cause ¿peel back effect¿. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ venflon IV cannula catheter tip was damaged. This was discovered during use. The following information was provided by the initial reporter: customer using venflon since five years, they are not comfortable with recently supplied venflon I. At the time of insertion feeling difficulty with venflon I as there is tip damage / peel back happening, as per senior nurse experience.